Event description:
Follow-up with the funeral home showed that the patient was cremated and the device was explanted and disposed. The cause of death was stated per the medical examiner as hypertensive cardiovascular disease. An attempt for the death certificate was made but is unavailable since the state of death does not provide the death certificate to the device manufacturers.

Event description:
It was reported on (B)(6) 2015 that this vns patient is deceased. The patient's psychiatrist is also deceased, so further follow-up is not possible. Obituary searches revealed that the date of death was (B)(6) 2011. The patient was a resident of (B)(6). Attempts for the patient's death certificate have been made but no further information regarding the patient's death has been obtained to date.